Event description:
Customer reported the system is displaying a temperature sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable, interconnect cable, and power cord. System operates as intended. (B) (4)